Event description:
On 6-sep-2019, a company field service engineer (fse) was told by a nurse that the device was not booting. After checking the robot, the message "invalid system disk" was printed on the camera stand screen. The fse, after checking the booting order and removing all the usb keys from the system, succeed to start correctly the robot.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. In the first MDR submission for this event it has been indicated that the surgery was converted to a traditional surgery, without the use of the rosa one device. However further information have been received since, indicating that a different rosa one device has been used to complete the surgery.

Manufacturer narrative:
A device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation concluded that the device was unable boot properly because the boot sequence in the bios was incorrectly set so, the computer attempted to boot on the surgeon usb key first. The cause for the incorrect boot sequence remains unknown. The boot sequence was modified regarding the correct work instruction and the issue was solved.

Event description:
On 6-sep-2019, a company field service engineer (fse) was told by a nurse that the device was not booting. After checking the robot, the message "invalid system disk" was printed on the camera stand screen. The fse, after checking the booting order and removing all the usb keys from the system, succeed to start correctly the robot.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
On (B)(6) 2019, a company field service engineer (fse) was told by a nurse that the device was not booting. After checking the robot, the message "invalid system disk" was printed on the camera stand screen. The fse, after checking the booting order and removing all the usb keys from the system, succeed to start correctly the robot.